Event description:
It was reported that the product is not absorbing the secretion of the wounds, it is being retained on the surface of the dressing causing maceration in the same one due to excess humidity.

Manufacturer narrative:
The associated complaint product was not returned for evaluation. Please see below the results of our investigation. No DHR/batch record review was possible as no lot numbers have been made available. However, the test data trend for absorption and adherence was reviewed for allevyn life over the last 3 years and all test data for released product met the finished product specification. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Based on the available information, the cause of the complaint is inconclusive so no action can be taken at present. Once a sample is received, we will assess and make further investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range